Event description:
It was reported that the patient came in for the regular follow up and the device had reached elective replacement indicator (eri). It was noted that the device did not reach the estimated longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The battery voltage - battery depletion indicated elective replacement indicator (eri). Programmer save to disk data file (B)(4) shows time of eri on (B)(6) 2012, device eri is less than or equals 2.62 volt. The weekly battery voltage trend data shows battery equal 2.64 to 2.62 volts between (B)(6) 2012. The device was returned and analysis revealed normal battery depletion.